Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements above 125 ohms in all configurations during the implant procedure. The connections were checked and shock impedance was then 90-105 ohms inconsistently. There were quite a few electromagnetic interference (emi) sources in the operating room where the procedure was taking place. Defibrillation threshold (dft) testing was performed and successful. A 21 joule shock was delivered and shock impedance measurement was 45 ohms. The surface area of the epicardial patches may have interfered with impedance measurements. No adverse patient effects have been reported. The crt-d remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.